Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported failure during sine cycle. The axis 7 motor will be replaced as a fix. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced repeated recoverable faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to attempt recover the fault multiple times but the issue persisted. The tse then instructed the customer to perform a power cycle of the system and to cycle the breaker on the surgeon side console (ssc), however, once again the issue persisted. At that time the surgeon made the decision to convert and complete the procedure as a traditional open surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported failure but was able to confirm that the error had occurred via system event logs. To resolve the issue, the fse replaced the left master tool manipulator (mtm). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).